Manufacturer narrative:
The reported field experience of no communication was verified in the laboratory. The no communication is believed to be caused by a cracked telemetry substrate.

Event description:
It was reported that the device could not be interrogated. Troubleshooting was unsuccessful. Hence, the device was explanted.